Manufacturer narrative:
Date sent to FDA: 4/14/2020. It was reported that the patient experienced adhesions, recurrent hernia following the surgery.

Manufacturer narrative:
Date sent to FDA: 7/18/2019. (B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent umbilical hernia repair surgery on (B)(6) 2013 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2017. No additional information is provided.

Manufacturer narrative:
Date sent to FDA: 3/4/2020. H6 patient code: 1685. Additional b5 narrative: it was reported that following insertion the patient experienced abdominal bloating, abdominal pain, heartburn and nausea.